Event description:
It was observed that during the device evaluation, the flex deflectable videoscope had noise in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the fact that image noise occurs when the image sensor cable near the stopper (on the control unit side) is shaken, we infer that there is a high probability of a break or short circuit within the image sensor cable. Possible causes for the internal failure of the image sensor cable include excessive stress, such as excessive twisting or bending of the universal cable, beyond what was anticipated should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.